Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which addressed the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient's ipg would not communicate with external devices and patient lost therapy. The ipg was deemed inoperable. It is unknown if the ipg was prematurely depleted. Surgery may occur to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.